Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by turbid effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event; however, the patient visited the outpatient physician and was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for the event. Physioneal therapy remained ongoing. At the time of this report, the patient was recovering. No additional information is available.